Event description:
Its was further reported that the programmer was returned for evaluation.

Manufacturer narrative:
Product analysis :analysis could not confirm the customer comment of the programmer touchscreen froze intermittently. The screen fu nctionality was normal, no freezing of screen was observed. It was determined at analysis that both keyboard hinges and cover sliding rails were broken. The keyboard cover plate and logo button were missing. The cord bay was damaged the right hatch, and the upper and lower handle were broken off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 229003 lot# serial# (B)(6) implanted: explanted: product ID 2067l lot# serial#(B)(6) I mplanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen froze intermittently. There was no patient involvement.